Event description:
It was reported that the pt underwent a spinal surgery. It was reported that sometime during the surgery, the tip of the probe broke off. The broken piece was retrieved from the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4). The probe was returned for evaluation. The instrument tip is broken off approximately 10 mm from the end; the broken-off portion of tip is missing and not returned for analysis. The instrument shaft is bent in multiple locations, and microscopic examination of fracture revealed a quasi-brittle fracture surface with no indications of fatigue, suggesting failure due to bend stress overloading. A review of the device history records did not identify any applicable nonconformance to specification.